Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient had pain around the pump site. Patient had pain and tenderness around the pump site. The severity was noted as mild. It was noted, the last refill date was 2013 (B)(6). It was further reported that there was surgical revision of the pump pocket done to reposition. It was noted that it was reported that it was unlikely related to device or therapy but possibly related to implant procedure. The pump system was delivering morphine. Additional information received reported that the event resolved without sequelae on 2014 (B)(6). It was also reported that the instead of surgical revision of the pump pocket, the pump was replaced on 2014 (B)(6).